Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by external factors, such as customer's handling or stress during use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The inspection of the device by olympus repair center confirmed the following; -the reported phenomenon was reproduced and the screen showed vertical stripe noise. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the screen became black and the endoscopic image was not displayed. There was no report of patient injury associated with this event.